Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the patient experienced a vessel dissection. The index procedure treated the 90% stenosed 3.0x15mm target lesion located in the proximal left anterior descending (lad) artery. The target lesion was treated with pre-dilation, placement of a 2.5x18mm study stent and post dilatation. Follow-up angiography revealed distal downstream plaque shift into the distal margin of the lad, just at or beyond the lad diagonal branch. The plaque shift was treated with pre-dilation and placement of a second 2.5x18mm study stent in overlapping fashion with the first. Subsequent to placement of the second stent, the ostium of the first diagonal branch was noted to be "pinched" with a new 90% stenosed lesion following the stenting across its origin. A run-through guidewire was navigated into the first diagonal and balloon angioplasty was performed using a 1.5x12mm voyager balloon, followed by a 2.5x12mm apex balloon. Following balloon angioplasty, linear dissection into the mid diagonal branch was noted with 90%-95% stenosis. Treatment of the first diagonal was attempted using a 2.25x16mm taxis atom stent; however, the stent delivery system would not cross the side struts of the study stent in the lad and it was removed. The mid diagonal branch was successfully treated with a 2.25x18mm unspecified bare-metal stent, and the ostium was successfully treated with an unspecified 2.5x8mm drug-eluting stent deployed using the "t-stent" technique. The patient recovered well and was discharged the next day.